Event description:
It was reported that this right ventricular (rv) lead was explanted due to experiencing dislodgement and exhibiting undersensing and loss of capture. Another lead was implanted instead. This lead is expected to be returned. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to experiencing dislodgement and exhibiting undersensing and loss of capture. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.